Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to lead damaged. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced lead damaged presented while extracting the right atrial (ra) lead. No additional information is available at the moment. Device has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced lead damaged presented while extracting the right atrial (ra) lead. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced lead damaged presented while extracting the right atrial (ra) lead. No additional information is available at the moment. No additional adverse patient effects were reported.